Event description:
A customer reported that the touchscreen of their pump was cracked, rendering the touchscreen illegible and unusable. There was no reported impact on the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery.